Manufacturer narrative:
This product will not be returned to boston scientific; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted the estimated remaining battery longevity at the time was 15 percent. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted the estimated remaining battery longevity at the time was 15 percent. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.